Manufacturer narrative:
On 9-aug-2023, the bwi product analysis received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a leakage issue occurred. It was reported that before the operation, it was found that fluid (saline solution) escaped from the end of the device. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 50000236 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A video of the complaint device was received and analyzed by the bwi product analysis lab. Device investigation details: according to the video provided by the customer, fluid was observed leaking. No apparent damage or anomalies were observed on valve. The issue reported by the customer was confirmed based on the video received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. A device history record evaluation was performed for the finished device 50000236 number, and no internal action related to the complaint was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a leakage issue occurred. It was reported that before the operation, it was found that fluid (saline solution) escaped from the end of the device. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information: the hemostatic valve appeared normal. The hemostatic valve was not dislodged inside the hub. The brim cap/hub was not dislodged inside the sheath. The sheath was not being used on the patient. Air did not enter the patient's body. No blood loss reported. The leakage from the hemostatic valve is MDR-reportable.